Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was returned for evaluation and was visually inspected. No biomaterial observed. No cannula kink or broken blade found. Mold observed around purge gup and some places in the pump. Upon functional testing, the pump was connected to aic to produce the pump low flow issue. Pump run on p-9 for 10 minutes. No low flow observed and flow was within required range. No abnormality observed. Data log not returned for review.the cause of the low pump flow cannot be determined since no abnormality found and low pump flow cannot be reproduced and data log not available for review. Added-h6 med dev prob code 2889

Manufacturer narrative:
A.5 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella cp support and while on support, the flow of the pump was reduced and did not match the p-level. Echocardiography showed that the cannula appeared to be kinked. The pump was explanted and replaced. The patient survived the event.